Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. Mako field service arrived on site to evaluate the rio. The error, which was determined to be due to an out-of-phase motor, was reproduced by the field service engineer (fse). The fse completed the motor phasing process to correct the issue. During post-testing, an error was received on the motor encoder. The debris was cleaned by the fse per procedure. All remaining post testing passed, and the system was released for clinical use.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris trinity and restoris metafix hip system. When the surgeon attempted to ream the acetabulum, the arm locked in place in the surgical site, and the makoplasty representative released the arm brake manually to remove the arm. System software and hardware resets were attempted without resolution. Therefore, the surgeon determined that the proper course of action was to convert to a manual procedure, which was completed successfully.